Event description:
Pharmacist states they have had two incidents of leaking taxol sets today. One set leaked during priming and the other leaked while in use on a patient. There were no patient or staff injuries. The resulting minor chemo spills were cleansed per hospital policy.